Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 10 months remaining to elective replacement indicator. Data was sent for engineering analysis. Analysis showed that data appears consistent with the premature battery depletion advisory. Device replacement was suggested. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 10 months remaining to elective replacement indicator. Data was sent for engineering analysis. Analysis showed that data appears consistent with the premature battery depletion advisory. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.